Event description:
The surgeon reported that the tibial tray did not fit acceptably. The pt was converted to a tkr.

Manufacturer narrative:
The surgeon reported that the tibial tray did not fit acceptably. The pt was converted to a tkr. Review of the device history record indicates that the device was manufactured to spec.